Manufacturer narrative:
Intuvie received a report indicating that the free flow assembly clamp was stuck in the open position due to extreme corrosion. A review of the device¿s serial number history revealed no similar complaints. The device was returned to right way medical for evaluation. The failure mode was confirmed, and the probable cause was determined to be a component issue. Reference to complaint #: (B)(4).

Event description:
Intuvie received a report indicating that the free flow assembly clamp was stuck in the open position due to extreme corrosion. No patient involvement was reported.